Event description:
Customer reported the following: during vital sign check the pt was discovered not to be breathing and did not have a pulse. The pt was a dnr. Staff retrieved the AED to verify absence of a heart rate. Both pads were applied to the pt's chest and the machine gave the message "apply second pad". Both pads were readjusted twice and a set of new pads were applied. The AED continued to give the same message after all three attempts to adjust and replace the pads.

Manufacturer narrative:
At this time, the customer is unwilling to send the device in for eval.